Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that the input settings and the input signal were not the same due to the temporary malfunction of the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: the input signal selection button is not set properly: choose an appropriate input terminal with the input selection button on the front panel. The button for switching input signals has been incorrectly set: use the input button on the front panel to select an appropriate terminal

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer stated someone might have been pushing random button and change the input on the device. Tac walked customer through how to reset the button on the device and found that the signal was on sdi2. The image was restored after troubleshooting. Information has been requested but unknown at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the high-definition lcd monitor had a image issue. There was no harm or user injury reported due to the event.